Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in hospital due to high blood glucose on (B)(6) 2018 with blood glucose of over 400 mg/dl. The customer's current blood glucose is 250 mg/dl. The customer was treated by insulin intravenous injection and fluids. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer did experience the symptoms such as dizziness, weakness. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.